Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s screen went black and the enclosure split open while the patient attempted to remove the case, consistent with a hardware failure involving screen bezel separation and housing integrity; the device was replaced and the patient was instructed on shutdown, data handling, and return processes. Symptoms included no reported adverse clinical effects, and the patient¿s blood glucose was reported at 130 mg/dl. Outcomes included continued use of cgm without interruption and replacement of the affected device. Investigation included customer service troubleshooting and education, verification of shipping and return logistics, and retrieval of the damaged device. Investigation of this case revealed a mechanical enclosure failure of the pump housing and display assembly, consistent with previously observed screen bezel separation, without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical integrity failure of the device enclosure and display assembly.